Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep removed and replaced the x-ray tube. He ran a filament cal and down loaded to the system. He still could not duplicate the issue, but this is twice that customer has had this problem. The ge service rep will follow up with customer after they have used. Tested system by doing several fluoro, hlf and cine shots. The system is operating as intended.

Event description:
The customer reported that the system made a loud clunk noise the first time they fluoro and showed an overload fault for just a second on c-arm display. They rebooted and continued using with no problems during rest of the case.